Manufacturer narrative:
The cerelink catheter was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is could be due to unstable sensor performance or incorrect selection of semiconductor components. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2024-00180. A facility reported a cerelink catheter screen read "sensor or cable extension failure" message without an error code displayed on the screen. As per the statement, it was the second time that it occurred to two different patients in the picu. There is no information available about the second sensor reported/patient impact.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.